Manufacturer narrative:
Doctor claims no other changes since upgrade (protocol, drops, etc). Amo's clinical development manager performed surgery support. Cdm adjusted the settings. While onsite, cdm noticed an air conditioner unit blowing at the patient level and suggested the air flow be re-directed. One of the technicians said the ac unit was placed around the same time as the upgrade. Amo's medical monitor agreed that the air flow from the ac unit probably was cause of increase of dry eyes. Cdm was unable to obtain patient data or the number of patients affected. Cdm observed 1 arcuate incision procedure done successfully. Placeholder.

Event description:
Doctor felt he has had an increase in spk (severe dry eyes) since the laser upgrade done (B)(6) 2012.

Manufacturer narrative:
Additional narrative - amo's clinical development manager (cdm) has not received any additional information regarding patient data. No additional information will be provided by the customer. The only information received was that all the patients were ok. Placeholder.